Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level from 13.0 mmol/l to 30.0 mmol/l. The customer had no symptoms and treated with insulin pump. Customer's blood glucose value was 29.0 mmol/l at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2018 and the blood glucose was reading 30.0 mmol/l at that time. Troubleshooting was performed. The drive support cap appeared normal. Customer declined to check for possible leaks or air bubbles, site or insulin issues, and device settings. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.